Event description:
The account reported to baxter clinical education a transfusion reaction that occurred after transfusion of 5 to 10 mis of a pool of random donor platelets filtered with 4c4502 product code. The pt experienced nausea, cyanosis, and a decrease in blood pressure when the transfusion was discontinued. The pt did not experience a rise in temp of a degree or more due to the transfusion reaction and was transferred to ICU for observation. Follow-up with physician at the account in 2004 indicated that the pt had fully recovered from the transfusion reaction and did not require medical intervention other than discontinuing the transfusion and monitoring in ICU.